Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I had a depuy hip replacement in 2006. I now have high levels of cobalt/chromium in my blood from the metal on metal implant. My doctor is recommending a revision of the replacement by trying to replace just the bearing because of the blood results and because after some of my golf games, the hip made a grinder sound. The ball also came out of the socket several times causing a lot of pain but I was able to push it back in. What do you recommend - ceramic or polyethylene. What other complications or questions should I ask my doctor about. Do you think I should ask about the anterior replacement of the bearing. I think that the original was done on the side. My appointment is on monday. My doctor's name is dr. (B)(6), (B)(6). What are the dangerous levels of cobalt and chromium in my blood - mine were 65.7/27.1 respectively. The doctor ordered an MRI; and, there is no muscle or tendon damage. I'm active - love to play golf 3-4 times a week but do have to use a handicap flag because of my knees. I'm retired and don't have much pain now. Please let me know. Update rec'd 09/07/2016 - litigation papers received. Litigation alleges patient has been revised to address pain metallosis and a large fluid collection tracking up iliopsoas.